Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation findings are as follows: due to poor contact of igniter, no light was emitted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the xenon light source lights up and spare lamp is displayed at the same time and resetting the lamp counter is not possible. The issue was found at preparation for use. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction of the lamp was likely poor contact with the ignitor. Olympus will continue to monitor field performance for this device.